Event description:
Information was received based on review of a journal article titled, "analysis of unicompartmental knee arthroplasty in a community-based implant registry" which aimed to compare unicompartmental arthroplasty survival with tka survival, to compare the survival of different unicompartmental designs, and to assess the utility of this unique community registry. The unicompartmental knee was the oxford, manufactured at biomet. Five hundred sixteen unicompartmental knee arthroplasties of nine different designs were done by 23 surgeons. During this period, 39 of the 516 unicompartmental knee arthroplasties were revised. The major revision reasons for unicompartmental knee arthroplasties were progression of arthritis in the uninvolved compartments (51.3%), aseptic loosening (25.6%), and pe wear (20.5%). The study showed that revision of unicompartmental knee arthroplasties is done most commonly for progression of arthritis in the contralateral compartment, and at a higher rate than revision of primary cemented tka. If a patient died during the study, the data were censored at the date of death. If neither revision nor death had occurred by the end of the study, the data were censored as of january 31, 2002.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by t j gioe et al in clinical orthopaedics and related research, number 416, pp.111-119 doi: 10.1097/01.blo.0000093004.90435.dl. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.